Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2019. The customer¿s blood glucose level at the time of the hospitalization was 900 mg/dl. The customer was treated with the intravenous drip. It was reported that the customer had subsequent diabetic coma. The insulin pump will be returned for the analysis.